Event description:
When assistant removed evh disposable equipment from patient to wipe clean, she noticed the tip of the device was melted with the black heat protecting covering frayed off. The metal undertones were exposed and item was hot to the touch when assessed by scrub tech and assistant.